Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported high readings when scanning the adc freestyle libre sensor. The customer obtained a sensor scan of 300mg/dl and 350 mg/dl and felt that the values were higher than how the customer felt. The customer did not perform a capillary test for comparison and instead self-administered 30 units of insulin. Soon after, the customer experienced symptoms of a headache, cold sweats, and subsequently, lost consciousness. The customer was treated with an unspecified injection thought to be glucagon by family members. Emergency services were then called. Upon the arrival of the firemen, a blood glucose of 53mg/dl was obtained on the firemen's meter compared to a sensor scan of around 200mg/dl. The firemen treated the customer additionally with sugar and juice. After two hours of monitoring the customer's blood glucose, a reading of 89 mg/dl was obtained on the hcp fireman's meter. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
The customer reported high readings when scanning the adc freestyle libre sensor. The customer obtained a sensor scan of 300mg/dl and 350 mg/dl and felt that the values were higher than how the customer felt. The customer did not perform a capillary test for comparison and instead self-administered 30 units of insulin. Soon after, the customer experienced symptoms of a headache, cold sweats, and subsequently, lost consciousness. The customer was treated with an unspecified injection thought to be glucagon by family members. Emergency services were then called. Upon the arrival of the firemen, a blood glucose of 53mg/dl was obtained on the firemen's meter compared to a sensor scan of around 200mg/dl. The firemen treated the customer additionally with sugar and juice. After two hours of monitoring the customer's blood glucose, a reading of 89 mg/dl was obtained on the hcp fireman's meter. There was no report of death or permanent injury associated with this event.